Event description:
It was reported that the 2600 sys would not boot up prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The workstation power supply and the image processor were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.